Event description:
It was reported the patient experienced a loss in stimulation. Field representative met with the patient and confirmed the ipg has reached end of life. Patient has chosen not to proceed with an ipg replacement.